Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues seeing the system's led trackers on the imaging system. Technical services (ts) had the site reboot the system and the issue was resolved. There was no delay in the procedure and no impact on patient outcome.